Event description:
Info received indicates when emergency trendelenburg was activated the bed would not go into emergency trendelenburg. The bed was in a storage area.

Manufacturer narrative:
The tech found that the emergency trend valve was stuck. He replaced the emergency trend valve and the bed functioned to specifications.